Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and reviewed the memory logs. A review of the logs showed that the ventilator switched to battery power at the time the customer reported the alleged malfunction. The se could not duplicate the reported malfunction. The se performed extended self testing on the device and all tests passed.

Event description:
It was reported that during patient use, a 980 ventilator did not switch to internal battery when it was disconnected from alternate current (ac). Information regarding intervention taken on behalf of the patient and patient outcome was requested however, it was not provided.